Manufacturer narrative:
Evaluations: smiths medical int'l reports that this investigation is limited as no samples were returned for analysis. Investigation is based on the following info: the complaint incident form. Complaints history for this product and subsequent communcation from the complainant. A review of our complaints history confirmed this to be the first complaint for the two possible product lots and the first complaint of this nature for this product code. A technical documentation review was carried out which raised no anomalies and confirmed the presence of a visual inspection during packaging on 100% of products. The customer complaint that the product was found located in the pt's esophagus does not relate to a mfg error. This is further evident by the product being in place for three weeks, prior to the incident occurring. Clinical opinion suggests that this product was intubated correctly, but it was accidentally extubated; this is likely to be owing to the device not being adequately secured. The device was then reintubated into the esophagus in error. It was then that the pt's condition deteriorated and the dr found the tube misplaced by surgical incision into the trachea. The product instructions for use state: following intubation, the tracheal tube should be properly secured to help eliminate undesirable movement. No corrective actions taken as the issue of tracheal tube misplacement does not relate to mfg error.